Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the head dislocated from the cup and during repair, the neck disassociated from the stem. On monday, (B)(6), surgeon tried to repair the dislocation, after 30 minutes, it could not be repaired, and later, the disassociation was confirmed by x-ray. Doctor's finding:the patient may have disassociated during the traction movement at the time of the repair. Component not revised: (B)(4). (B)(4).